Event description:
Boston scientific received information that a red alert was detected for low pacing impedance measurements. This right ventricular (rv) lead remains in service. There were no adverse patient effects report. Additional information was received that a follow-up procedure was performed. It was observed there were some non-sustained ventricular tachycardia (nsvt) episodes, which were believed to be caused by noise. It was also noted a red alert was delivered for tachy mode other than monitor plus therapy. The physician knows patient will not receive therapy if needed. The decision was made to perform a revision procedure in the near future. Subsequently, additional information was received that a revision procedure was performed. Both the right atrial (ra) and this rv lead were replaced. This rv lead could not be removed, so it was surgically abandoned. New ra and rv leads were implanted successfully with the associated implantable cardioverter defibrillator (ICD). There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicate only the proximal segment of this lead was returned. There were setscrew marks noted on the terminal pin. This lead passed the direct current resistance measurement test. The initial allegations were not confirmed through analysis. The returned segment of the lead passed all electrical testing.